Manufacturer narrative:
(B)(4) issued MFR. Report # 1525712-2013-03850 indicting the model as unknown. The actual model number is 6358. This is a distributed product. The reported FDA registration number was (B)(4). The correct FDA registration number is (B)(4) for distributed product.

Event description:
Dealer alleges the casters were broken.